Event description:
It was reported that the foley catheter would not deflate. Two different 10ml syringes were used to try to withdraw the sterile water. Two milliliters of sterile normal saline was then flushed through the port into the balloon. Only a few drops were then able to be aspirated back. The port was cut off; however; none of the sterile water was seen draining. Therefore another attempt was made to aspirated with another 10ml syringe and the foley was deflated and removed with no medical intervention required.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition, since both the catheter balloon and inflation valve were detached and missing. Visual evaluation of the returned sample noted one opened (no original packaging present), used drain bag with the tamper evident seal intact, however the catheter was cut below the bifurcation area with the section containing the catheter balloon and tip missing. The inflation valve was also cut off. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter would not deflate. Two different 10ml syringes were used to try to withdraw the sterile water. Two milliliters of sterile normal saline was then flushed through the port into the balloon. Only a few drops were then able to be aspirated back. The port was cut off; however; none of the sterile water was seen draining. Therefore another attempt was made to aspirated with another 10ml syringe and the foley was deflated and removed with no medical intervention required.